Event description:
It was reported that five days after the implant procedure, the right ventricular (rv) lead rvtip to rvcoil impedance was low - which triggered an alert - and the pacing threshold was high. The sensing was also decreased. Fluoroscopy found the lead in the correct position however, the lead was repositioned and the impedance and threshold were then normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).